Event description:
Complainant alleged that the staff of the cath lab was attempting to monitor a pt (age and gender unknown) using adult multifunction electrodes, but that the pt's ECG rhythm was not being displayed on the monitor screen. The staff then attached another set of electrodes to the pt, and they were able to successfully monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.